Event description:
It was reported that the pulse generator exhibited back up operation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the device was in backup operation due to an integrated circuit anomaly.